Event description:
The patient had a port a cath placed in 2009 in the special procedures radiology department. The patient returned eight days later with complications from the port a cath. After the radiologist injected a contrast media into the port, it was found to be leaking into the tissue. The leaking port was removed and a new port was placed. Dates of use: 2009.